Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. (B)(4). Unknown reamer for taa on talus - anterior chamfer.

Event description:
The reamer stopper broke causing the reamer to go too deep into the talar neck taking too much bone. The bony void had to be back filled and build talus up using hydroset.

Manufacturer narrative:
Evaluation revealed the anterior chamfer reamer to be the subject product. The second reamer received was considered to be an associated product as it was not damaged. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The anterior chamfer reamer received showed traces of an intense use. The cutting edges were significantly worn and degraded. The reamer was not sharp anymore. Helical abrasion marks were found on the shaft of the reamer as well as on the stop collar sleeve and within its tube. The general appearance suggested that the anterior chamfer reamer was not only used once as it should have been being a single use device. The e-clip of the reamer was no longer assembled. Thus the stop collar sleeve was no longer secured to the shaft and was axially movable. Without a secured stop collar sleeve the anterior chamfer reamer would no longer stop at its required depth resulting into a deeper reaming into the bone, which had occurred in the actual case. This had to be treated by bone grafting. As the e-clip was not returned and thus could not be examined, an exact root cause for its detachment could not be determined. Nevertheless it might be reasonable assumed that bending forces towards superior/inferior and / or pushing the stop collar sleeve onto the cutting guide surface with excessive pressure, could have led to an overload of the e-clip resulting in its being pushed out of its circumferential groove. Another potential cause might be a fatigue failure of the three legs of the e-clip, which could have become deformed due to heat and/ or load during surgery, also leading to a detachment of the e-clip and thus of the stop collar sleeve. The IFU advises that instruments shall be pre-checked before every surgery regarding damage / deformation and that they shall be used with care. Additionally the reamer is label-marked as single use product; a multiple-usage is not allowed. Based on the above observations, a deficiency of the anterior chamfer reamer in question was not verified. The case is likely related to an inadequate handling by the user.

Event description:
The reamer stopper broke causing the reamer to go too deep into the talar neck taking too much bone. The bony void had to be back filled and build talus up using hydroset. Delay of at least 20-30 minutes for rebuilding talus.